Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error-poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health care professional from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique described as the patient made a mistake. On (B)(6) 2011, the patient was diagnosed with peritonitis. The patient was not hospitalized for the event. The patient was treated with vancomycin 2g, ip and reflin 1gm, daily ip beginning on (B)(6) 2011 and continuing. Event outcome was unknown. Dianeal therapy was ongoing. Per the nurse, the event of peritonitis was not related to dianeal. Causality was not reported for break in aseptic technique.